Event description:
While the device was being serviced at the andover repair bench for a different issue, the philips bench technician observed that the battery data pins in slot a were unstable. There was no pt involvement.

Manufacturer narrative:
(B)(4).